Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn and partially separated. The coating of the probe was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of the probe and the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a total laparoscopic hysterectomy, the subject devices was used. The tissue pad of the subject device was damaged. The intended procedure was completed with another device. Olympus medical systems corp.(omsc) evaluated the returned subject device on april 25, 2018. As a result, omsc found that the tissue pad of the subject device was worn and partially separated. Also, it was found that the coating of the probe was partially missing there was no patient injury reported. This is the report regarding the separation of the tissue pad and the missing of the probe coating.